Event description:
Importer ref# (B)(4).

Manufacturer narrative:
The power supply was returned to resmed (B)(4) technical service center and it was found that the power supply was not working. The power supply was replaced to address this issue. (B)(4).